Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2016 by dr. Colleen baker at bryan medical center in lincoln, new england. The complaint alleges there was perforation. The filter was not retrieved. Argon¿s attorneys are attempting to gather additional information.

Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.